Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were zeroes in the basal delivery history that did not belong. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 22-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2018 with the following findings: a review of the prime history and alarm history showed the alleged zero basal records were accounted for. The black box showed the zero basal records were due to loss of prime warnings and the user activating the load step. The zero basal was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.